Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employee (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. On this same date, the patient was hospitalized. On (B)(6) 2010, the patient began remedial treatment with reflin 1gm ip once daily, fortum 1gm ip once daily, amikacin 500mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the outcome of peritonitis was unknown and the patient continued to receive remedial treatment with reflin, fortum, amikacin. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.